Manufacturer narrative:
Technician found the bed in "down" storage area. Found: emergency/trend was not working due to a faulty guide tube. Replace the valve guide tube to resolve this issue.

Event description:
Complaint received regarding this bed. Cause of problem unknown. No patient impact reported.